Event description:
A report was received that the patient was experiencing headache and vomiting. The physician believed patient had a cerebrospinal fluid (csf) leak. The patient underwent a surgery wherein the physician added a coating to the cord to stop the leak.

Event description:
A report was received that the patient was experiencing headache and vomiting. The physician believed patient had a cerebrospinal fluid (csf) leak. The patient underwent a surgery wherein the physician added a coating to the cord to stop the leak.